Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure the patient experienced pleuritic chest pain, a pericardial effusion, tamponade and a perforation. It was reported that the right atrial (ra) lead exhibited high and rising thresholds. It was also reported that the right ventricular (rv) lead dislodged. The patient received a pericardial drain. The ra lead was revised and remains in use. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.